Event description:
It was reported that the patient never had therapeutic effect. The patient also had stimulation in the wrong location. Impedance testing, reprogramming and xrays were done. Both leads were explanted and will be replaced in the future. The patients status was alive with no injury. It was further stated that no malfunctions were seen or a cause determined. The patient was not receiving therapy at present. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_stimboot_acc, serial# unknown, explanted: (B)(6) 2014, product type: accessory. (B)(4).